Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive wake/sleep button requiring placement on a charging pad to wake the device, and the device was slow to charge; a replacement device and charger were arranged and the user was instructed on shutdown and data handling. Symptoms included no adverse clinical effects. Outcomes included no impact on health and continued cgm use via dexcom g7. Investigation included customer interview and troubleshooting education. Investigation of this case revealed a suspected device hardware malfunction involving the wake/sleep button and potential charging component issue. It was concluded that the event involved a device component failure without patient injury.